Event description:
It was reported that the insulin pump alarmed motor error. The blood glucose reading was 134 mg/dl. No significant events leading to the alarm were observed. The customer stated that he had disconnected from the insulin pump to take a shower, and when he went to put it back on, the alarm occurred. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the rewind, basic occlusion, prime and displacement tests. The device was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to confirm an error alarm due to erased history file. The unit was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip.